Manufacturer narrative:
It was reported that the parts have already been cleaned four times before. After the fifth cleaning, corrosion was noticed on six parts. We received 13 pictures for review. On all pictures there was a discoloration on the devices around the laser marking on the shaft and on the black reaming areas visible. DHR review results: cup and cone reamer concave 21 mm, ref#:28.55.121, lot#:lot 16661 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Possible route causes: corrosion product entered wound and could cause adverse body reactions due to corrosion products released from instruments. Instrument remained unclean or unsterile, causing patient infection due to incorrect sterilization or cleaning process used. Comparison to investigation results whether it is possible and justification: possible: the pictures provided showed some discoloration on the products. Possible: the pictures provided showed some discoloration on the products. It was possible that these devices were cleaned and autoclaved with other products and therefore the discoloration was transferred. The event detail described that the discoloration occurred after cleaning. The devices were not returned for investigation. We only received pictures for review. On the pictures a discoloration could be confirmed. It was unknown how these discoloration could happen. As the devices were not returned, a detailed analysis could not be done and a malfunction of the devices was not identified. It was possible that these devices were cleaned and autoclaved with other products and therefore the discoloration was transferred. The event detail described that the discoloration occurred after cleaning. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. The DHR review will be performed during investigation. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported, that the cup & cone reamer concave 21 mm and other products were sent to the central sterilization department of the (B)(6) hospital in (B)(6) after having them used during a surgery. The parts have already been cleaned before four times. After the fifth cleaning corrosion became obvious at six parts. (The other affected products are treated in: 9613350-2015-01046, 9613350-2015-01048, 9613350-2015-01049, 9613350-2015-01050 9613350-2015-01051).